Event description:
It was reported that the cut guide was cold welded with a pin inside and therefore was no longer usable. A back up tray was opened for another cut guide.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the cut guide was cold welded with a pin inside and therefore was no longer usable. A back up tray was opened for another cut guide.

Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.